Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire break and vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed de novo lesion was located in the mildly tortuous and severely calcified left superficial femoral (sfa) artery. A 300cm journey guide wire was advanced and encountered significant resistance during insertion. They attempted to advance a non bsc re-entry catheter and resistance was encountered. The journey guide wire looped in the common femoral artery (cfa). An attempt to pull the guide wire back was made, however; approximately 3cm of the guide wire broke inside the patient's anatomy at the left common femoral artery. A non-bsc snare was used to successfully retrieve the broken wire. The physician reported a vessel dissection at the external iliac artery. The dissection was treated with stent placement and angioplasty treatment of the stenosed common femoral artery. The procedure was terminated. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the examination of the returned journey guide wire revealed the guide wire was returned in two pieces. The fracture occurred where the core wire exits the inconel connector (distal edge). Microscopic inspection revealed that all four welds were present on the inconel connector. A small portion of the nitinol core wire is present at the end of the connector tube and appears to be bent downwards. Sem analysis revealed that the corewire fracture was due to bending overload. A permanent bend was present at the fracture location. There were no mechanical defects observed on the wire surface adjacent to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire break and vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed de novo lesion was located in the mildly tortuous and severely calcified left superficial femoral (sfa) artery. A 300cm journey guide wire was advanced and encountered significant resistance during insertion. They attempted to advance a non bsc re-entry catheter and resistance was encountered. The journey guide wire looped in the common femoral artery (cfa). An attempt to pull the guide wire back was made, however; approximately 3cm of the guide wire broke inside the patient's anatomy at the left common femoral artery. A non-bsc snare was used to successfully retrieve the broken wire. The physician reported a vessel dissection at the external iliac artery. The dissection was treated with stent placement and angioplasty treatment of the stenosed common femoral artery. The procedure was terminated. No further patient complications were reported and the patient's status is fine.